Manufacturer narrative:
The reported event was unknown malfunction. A complete lead was returned in one piece with the helix found partially extended and clean. Electrical testing and visual inspection of the lead were normal with no anomalies found.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial (ra) lead was opened and not used due to unknown malfunction. The physician continued with second right atrial lead and completed the procedure.